Event description:
The customer observed multiple incubator inner and outer ring move errors and was unable to calibrate ca125 and cea. The investigation determined this event to be consistent with a malfunction which could cause inappropriate physician action. There were no biased qc or pt results reported. There was no report of pt harm as a result of this event.